Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of the patient¿s right eye was performed successfully with one interruption. The interruption was caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal shots were requested, and shots were fired. No technical root cause could be identified. The system was working within specification. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that treatment was not effective, resulted in an unexpected post-operative refractive outcome in the right eye of the patient. The postoperative refractive result was greater than the manifest refraction spherical equivalent observed after refractive surgery. The surgery was completed with excimer procedure. There was no reported unplanned medical or surgical intervention. The patient had pre-existing ocular conditions and already underwent cataract surgery.